Event description:
"After trocar placement and camera inserted, plastic seal found loose inside pt's abdomen."

Manufacturer narrative:
Investigation summary: the incident product was not returned for eval, however, a photo from the incident was submitted. The photo confirms that the shield and rubber were retrieved from the pt. The damage to the seal and dislocation of the septum was most likely the result of contact with an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. A review of the mfg records for this lot revealed no unusual events during construction; the lot passed all quality inspections. Applied medical will monitor its vigilance system for trends and take appropriate actions as necessary to ensure the safety and efficacy of the products. This document represents our initial and final report. Add'l comments: the customer experience report submitted to applied medical made no reference to pt injury. F/u with the hosp confirmed there was intervention to ensure recovery of any pieces of the device, however, there was no pt injury.